Event description:
It was reported that the lead exhibited oversensing. The noise was reproducible with isometrics. The pulse generator was reprogrammed to decrease the sensitivity.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.